Event description:
It was reported the scale was inaccurate due to shipping pins being left inside unit, preventing the litter from resting correctly on the load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.